Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that coating issues occurred. The target location was located in the lower extremity artery. A 300cm, 8cm v-18 control wire was selected for use. Upon opening the package, it was observed that the hydrophilic coating of the device peeled off. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the v-18 control wire was returned for analysis. The guidewire was bent at the distal tip, and the polymer jacket was peeled/sheared. Based on analysis of the returned product, the reported allegations of body coating issue were confirmed due to the polymer jacket condition.

Event description:
It was reported that coating issues occurred. The target location was located in the lower extremity artery. A 300cm, 8cm v-18 control wire was selected for use. Upon opening the package, it was observed that the hydrophilic coating of the device peeled off. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.